Manufacturer narrative:
(B)(4)

Event description:
It was reported that, "during the procedure, the operating physician observed that the dilator was "cut off"." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device. Good faith efforts were made to obtain additional information regarding the reported device issue. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.